Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the embolization coil would not detach from the delivery wire and was retracted successfully. It was further noted that the coil was kinked and elongated and supported an advancement difficulty error. The patient did not experience any adverse effects due to this occurrence. Additional information was not provided.